Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter, and the patient experienced a stroke and required extended hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke and required extended hospitalization. The report indicated that the patient had an embolic stroke. The case was around 10am on (B)(6) 2025 and at about 7pm that night, the patient complained of unilateral hearing loss. The patient's girlfriend indicated that the patient was complaining of hearing loss in that same ear a week prior to the ablation. The stroke was confirmed with a magnetic resonance (MRI) on (B)(6) 2025, which showed a 4mm restrictive diffusion. It was unknown if any medical intervention was provided. The patient was in the stroke protocol. The last known patient status was stable and neurologically intact. A trupulse system was used for ablation, and the carto 3 system was used for mapping. The varipulse¿ catheter was discarded, and details for the varipulse catheter used during the case were not available. Additional information indicated that the physician does not have an opinion on the cause of this adverse event. The physician stated that patient had a micro-embolus. The physician stated that the patient underwent MRI with and without contrast of the brain. The MRI showed a 4mm restricted diffusion in the parietal lobe. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of ear, nose, throat (ent)/neurology evaluation. The event was cerebrovascular accident (cva) / stroke symptomatic with unilateral hearing loss. The MRI with diffusion weighted imaging diagnosed 4mm restricted diffusion. The patient¿s symptoms were not resolved at time of discharge. The procedural activated clotting time (act) before procedure was 120. The procedural act during procedure was 350 or higher. The number of performed pulsed field ablations (pfa) ablations were 20 ablations (19 complete & 1 incomplete) and the ablations were performed within the pulmonary veins. No ablations were performed outside the pulmonary veins. The physician¿s workflow for this procedure was transseptal puncture (tsp) -> left atrium (la) octaray map -> exchange for varipulse -> ablation -> exchange for octaray for post map -> case completed. One transseptal puncture site was performed during the procedure. There was no evidence of char or blood thrombus/clot during the procedure. The patient did not have a previous history of stroke, but physician stated that the patient has a history of chronic thromboembolic pulmonary hypertension. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Ngen pump and ngen generator were used for the procedure.